Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate automated mode switch (ams) episodes the ra lead was explanted and replaced. The patient was in stable condition.